Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported that during removal, the user heard the sound of safety mechanism activated, however, the needle is still revealed outside the metal sleeve, the nurse's finger stabbed by the needle when removal. Then follow the needle usage sop in hospital to track the situation of nurse. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of the safety mechanism not fully activating was confirmed and the cause was determined to be supplier related. The product returned for evaluation was one 20g safestep w/ y-site. The investigation findings were consistent with misplaced or excess manufacturing adhesive, which bound the safety mechanism to the needle. Inspection of the returned unit found that the safety mechanism was already fully activated. Microscopic examination under uv light assistance revealed a white/clear adhesive-like substance at the interface of the needle shaft and safety mechanism. That material fluoresced under ultraviolet light, which was consistent with the adhesive used to assemble the infusion set. From this, it appeared that adhesive was deposited on the needle shaft during device manufacture. Additionally, the safety mechanism was deactivated and attempted to be moved up the needle shaft. During movement, the safety mechanism encountered some resistance when passing the metal sleeve where the adhesive had been previously identified. The device is a supplied component and the supplier was notified of the event. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that during removal, the user heard the sound of safety mechanism activated, however, the needle is still revealed outside the metal sleeve, the nurse's finger stabbed by the needle when removal. Then follow the needle usage sop in hospital to track the situation of nurse. No other information was provided.